Event description:
It was reported that one day after a pacemaker system implant, during the post-operative evaluation, it was noted that the right atrial (ra) lead exhibited intermittent undersensing resulting in overpacing. Upon device interrogation, the ra lead showed low variable p waves and elevated thresholds. The right ventricular (rv) lead also exhibited high capture thresholds. A chest x-ray from the day the system was implanted showed that the slack had pulled back such that both the ra and rv lead were under tension but still appeared to be fixated at the achieved locations at implant. The output and sensitivity on the ra lead were increased, and the lower rate limit was reduced to 50 beats per minute (bpm) to reduce unnecessary ra pacing. Further information was received that a day later, this pacemaker system was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.